Event description:
Additional information: event has resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm vollure¿ xc into the nlf area. Patient returned about 6 weeks later and had another 1ml syringe of juvéderm vollure¿ xc into lower face wrinkles (radial cheek lines). Patient was seen about 4 weeks later and was experiencing a small lump on the nlf injection site; it is not visible to the eye, but it is palpable. Nlf area is slightly red and irritated looking. Doxy was prescribed for 7 days at 100mg 2x/day, and then 20mg doxy 2x/day for 14 days after. Patient is still on low dose doxy, 0 erythema, low nodule. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00628 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, lot v17la90479.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm vollure¿ xc into the nlf area. Patient returned about 6 weeks later and had another 1ml syringe of juvéderm vollure¿ xc into lower face wrinkles (radial cheek lines). Patient was seen about 4 weeks later and was experiencing a small lump on the nlf injection site; it is not visible to the eye, but it is palpable. Nlf area is slightly red and irritated looking. Doxy was prescribed for 7 days at 100mg 2x/day, and then 20mg doxy 2x/day for 14 days after. Patient is still on low dose doxy, 0 erythema, low nodule. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00628 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, lot v17la90479.